Manufacturer narrative:
No sample has been received. The customer did not provide lot number; therefore, a device history record could not be performed. The root cause could not be determined. (B)(4).

Event description:
A customer reported that the blade was too dull to enter by posterior approach despite a firm eye and closed chamber. The case was completed using an anterior approach following a 15 minute delay. There was no harm to the pt. Add'l info has been requested.